Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that one laboratory employee was affected by the smoke but did not require medical attention. A siemens customer service engineer (cse) was dispatched to the customer site. The cse performed an inspection of the instrument and identified the burnt smell emitting from the power supply. The uninterruptible power supply (ups) and voltage readings were checked and determined to be operational and in range. The cse installed a new power supply and determined that the instrument was functional. Siemens has reviewed the event and concludes that the service performed by the cse solved the problem. The instrument is performing within manufacturing specifications. No further evaluation of the device is required.

Event description:
The customer informs that a spark and smoke emitted from the advia centaur xp instrument. The instrument was turned off, and the power cable was unplugged. There was no damage to property, and the laboratory evacuation was not necessary. There are no known reports of adverse health consequences due to the spark and smoke emitted from the instrument.